Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was provided from a foreign healthcare provider (hcp) via a company representative regarding a patient receiving unknown baclofen (2000 mcg/ml, 339.7 mcg/day) via implanted infusion pump. It was reported that error code 529 occurred during a scheduled regular refill on (B)(6) 2024. It was thought that this patient did not have any motor stall and no MRI. No further information was reported.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the error code 529 was first observed on (B)(6) 2024. It was reported that a motor stall was not determined. No interventions were needed as a motor stall did not actually happen. The event resolved and no additional actions were taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.